Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting as it had been previously completed, therefore no additional information was obtained. Customer was advised to change supplies as necessary and contact support if the issue recurs. No further action was required at the time.